Manufacturer narrative:
(B)(4). The device was evaluated and customer was advised to replace the o2 sensor. Customer reported having replaced the o2 sensor. The customer performed the o2 calibration, est and sst tests and device operates within the manufacturing specifications. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred.